Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. Two days later, the patient was seen for a device check. There were no arrythmias in the logbook for the date and time of the syncope and all measurements were appropriate. The monitor zone and therapy zones were reprogrammed. The physician suspected the syncope was a result of hypotension and stomach bleed; however, cannot rule out arrythmias slower than the lowest zone that was programmed at the time of the episode. No additional adverse patient effects were reported.